Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contract reported unrestricted flow. During the incoming inspection, prior to clinical use, it was noted that fluid was flowing into the drip chambers on both lines a and b, when only one line was programmed to deliver and one line displayed "stopped". The customer contact reported that although the pump indicated correct operation, fluid was noted to be flowing at the same rate into both line a and line b drip chambers during the pumping cycle. Though requested, no additional information was provided.